Event description:
It was reported that the left stim was not working. The patient believed he may need to have it activated. The pt moved from ca to az (due to speech barrier, new address could not be obtained). The patient had a new physician the patient had lost his recharger. Pt was advised to have his physicians office contact manufacturer so we could have a no-charge replacement sent to the md office for him to pick up. The patient planned to call back with shipping information for new programmer. It was requested that the healthcare provider call manufacturer due to speech barrier. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), product typ extension, product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), product typ extension, product ID 3389s-40, lot# v050299, implanted: 2008 (B)(6), product typ lead, product ID 3389s-40, lot# v038036, implanted: 2008 (B)(6), product typ lead. Product ID 7426, serial # (B)(4), implanted 2008 (B)(6), product typ: neurostimulator. (B)(4).